Event description:
I am an insulin dependent diabetic. I would take the blood thinner xarelto after having a knee replacement revision after taking xzarelto about 2.5 hours later blood sugar was very high, 300 to 500 readings. Blood sugar levels went very high. Was wondering not concerning the xarelto. I had a total knee replacement on (B)(6) 2011. Had to have a revision on (B)(6) 2012. I just had to have another revision on (B)(6) 2014 all of the revisions were for same problem. How do I know if the implant is defective? Please let me know if possible. The maker of the implants is zimmer. Thank you very much.